Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to autofill during the pre-check.

Manufacturer narrative:
Due to character limit in block e1 contact person name : derrick stringer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h6 - type of investigation, investigation conclusions, investigation findings corrected fields- h11 a getinge field service engineer (fse) perform operational check and could not duplicate the problem. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
Due to exceeded character limit initial reporter - (B)(6). Corrected field - e3, e4. Updated fields - b4, h1, h2, h11.

Event description:
N/a.